Manufacturer narrative:
Device had cracked case battery side and cracked battery tube threads. Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicate that the navigational buttons was hard to press. Customer states that numbers was not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was a response from a button. The back of the insulin pump below the rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.